Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Good faith effort attempts to try and retrieve additional details regarding the reported event are in progress, but further information was unable to be obtained. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that a patient experienced inguinal lump and presyncope with dizziness, sweating and local pain. It was reported that a faradrive steerable sheath clear was selected for use during a clinical procedure - pfa ablation. The patient went to the emergency room due to right inguinal lump and presyncope with dizziness, sweating and local pain. After blood test and doppler ultrasound, no vascular complications were detected. The physicians prescribed analgesia. Laboratory tests were requested, with normal result. An ultrasound/echocardiogram/tee/tte was done and no vascular complications. No more information provided. Product return is not expected.